Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, approximately five years and seven months post index procedure, the patient had a proximal type I endoleak. The device had migrated and was now positioned 8 cm distal to the renal arteries. The physician elected not to intervene. Per the physician, the cause of the event was due to dilatation of the aortic neck. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.